Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise was reproducible in clinic with isometrics. Programming changes were made. There were no patient consequences.